Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used meter bag with inlet tube, sample port connector and catheter attached. Visual inspection of the sample noted filled bag with water and flowed easily into bag, allowed to rest and drained out with no issues. No root cause could be found because the reported event was unconfirmed. The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine did not flow immediately in the drain bag after insertion. Per internal comments received on 29jan2024, it was confirmed that there was no membrane at the end of the drip chamber.

Event description:
It was reported that the urine did not flow immediately in the drain bag after insertion. Per internal comments received on 29jan2024, it was confirmed that there was no membrane at the end of the drip chamber.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.